Event description:
It was reported the patient had an unrelated surgery where the device was not placed in surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated procedure that used monopolar electrosurgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.